Event description:
Customer claims unit folded with pt on board. Due to pt's size and ctr of gravity, unit rolled to its right side. Pt complained of some mild lateral chest discomfort topical in nature.